Manufacturer narrative:
Product investigation summary: the complaint condition for the helical blade coupling screw (part 357.377 / lot 4509697) was likely caused by over three (3) years of consistent use and possibly poorly angled hammer strikes; however, this complaint is not likely a result of any design related deficiency. The helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have broken during surgery. This condition is confirmed; the proximal knurled head has sheared off the shaft of the device. It is likely that over three years of consistent use and possibly poorly angled hammer strikes has led to this complaint condition. The device was manufactured in december, 2012 and is over three years old. The balance of the returned device is in fairly worn condition with markings from hammer strikes on the knurled head. The relevant drawing number was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports were identified. It is likely that over three years of consistent use and possibly poorly angled hammer strikes has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade connecting screw broke into two pieces while inserting a helical blade during a trochanteric fixation nail procedure on (B)(6) 2016. The helical blade connecting screw was successfully removed. No fragments were left within the patient. The procedure was completed successfully without any surgical delay. The patient was reportedly fine post-operatively. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.